Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and heartmate 3 lvas patient handbook, rev. D, are currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 : narrative information h6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the result of the CT scan was a patent/unobstructed outflow graft, and the CT scan was done for cancer follow-up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chest computed tomography (CT) with intravenous contrast which showed no major outflow graft obstruction (ofgo). It was noted that the CT was done for a non-left ventricular assist device (lvad) indication.